Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number:11-363660 lot number:518020 brand name: 36mm cocr mod hd-6mm; catalog number:131358 lot number:3707611 brand name: exc abt rnglc-x shell; catalog number: xl-053658, lot number:3797239, brand name: rloc-x arcomxl h/w. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00535. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported in a clinical study that the patient experienced left thigh pain at night, with suspicion of trochanter bursitis approximately 5 years post implantation. The patient received 2 blocks with only short term relief. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes were provided and reviewed by a healthcare professional. At 3 year visit no abnormal findings. Seen in the outpatient clinic due to ongoing pain in the left thigh for 2 years - only during the night. Due to suspicion of trochanter bursitis that patient receives a block with short-term effect. Received another ul-guided block , also with short-term effect. No abnormal findings at 5 year visit. Patient referred to physiotherapist for exercise program. Reported event was confirmed by review of medical records provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.